Event description:
A customer contacted beckman coulter, inc. (Bci) regarding erroneously low and erroneously high troponin (accu tni) results that were generated by the unicel dxi 800 access immunoassay system for two (2) different patient samples. Patient a: the initial accu tni result was 0.67ng/ml. A fresh sample was collected from the patient and results of 0.96ng/ml and 0.35ng/ml were obtained. The result of 0.35ng/ml was reported out of the lab. The 2nd sample was retested for accu tni and results were 4.35ng/ml and 1.05ng/ml. Customer submitted corrected report with the result of 1.05ng/ml. Patient b: initially accu tni results were: 0.95ng/ml and 17.95ng/ml. The original sample was retested in a cup and a result of 0.18ng/ml was obtained. The original sample was retested once more and the specimen was sampled from another cup; an accu tni result was 0.19ng/ml. This result was reported out of the lab. The customer did not report patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Other - pre-analytical sample handling was discussed with customer. Qc was within specifications in 2008. The actual qc data was not provided. The specimens were plasma type. Patient a's sample was drawn by a nurse and sampled from the primary tube. Patient b's sample was a full draw. A field service engineer (fse) was dispatched to the customer's lab: the fse replaced a printed circuit board (pcb). Additional service performed by bci: applications representative was in the customer's lab on the following month to retrain laboratory staff on instrument operation and troubleshooting: the representative performed assay pipettor verification testing which met specifications. Pre-analytical sample handling was discussed with the customer and bd has been contacted to visit the customer site and discuss proper sample handling with staff. Although sample handling issues are being addressed with the customer site, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.